Manufacturer narrative:
New pump software was installed. Reference recall number z-1868-2011.

Event description:
Investigation found that pump had experienced the error code 45 in pump's history log.